Event description:
It was reported that the patient experienced a low blood glucose of 62 mg/dl without symptoms and was advised to consume 15 grams of fast-acting carbohydrates and recheck after 15 minutes. Symptoms included asymptomatic hypoglycemia. Outcomes included resolution steps initiated through oral glucose administration and no hospitalization. Investigation included case triage and troubleshooting with user education on hypoglycemia treatment. Investigation of this case revealed no device malfunction reported and no device component concerns identified, with the event attributed to hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.